Event description:
It was reported surgical intervention was undertaken wherein the ipg was explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 3 months to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The event date is estimated.

Event description:
It was reported the patients ipg became inoperable due to the patient not charging as recommended. Surgical intervention may be pending to address the issue.